Manufacturer narrative:
(B)(6). Three used burrs were returned for evaluation. Visual inspection identified significant axial fractures through the adapter body, to the outer sheath on two devices. A contact point on the distal tip of the burr was observed with debridement of the outer tube opposite the contact point was confirmed on two of the devices. Functional inspection was performed and the inner blade rotated freely within the outer blade. No friction was felt in the unloaded condition. All indications point to excessive lateral load during device rotation. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. Smith & nephew will continue to monitor for any future occurrences of this failure type. No further action is deemed necessary as a result. (B)(4).

Event description:
Metal debris came off shaver. The remaining burrs with this lot will be returned for evaluation. Additional information received indicates that there was no additional force applied to the burr, and that another burr was opened after the first helicut started to shed debris. A new burr was used and debris was cleared.